Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s diagnosis of staphylococcus epidermidis peritonitis. There is a possible user error that caused the patient to receive a patient line blocked message that would not clear. This resulted in the patient having to set up treatment with new supplies which introduced an opportunity for a breach in aseptic technique. The patient had the stay safe connector blue pin pushed in, which prevents fluid from moving through the tubing which can cause the patient line blocked message. The pin should not be pushed in until prompted by the cycler either after a treatment or when interrupting/pausing a treatment. (Liberty select cycler user¿s guide) the pin being pushed in would result in the message not being able to clear. The liberty select cycler was performing as expected by alerting the user of a slow fill with the patient line blocked message. The patient¿s culture result of staphylococcus epidermidis, the most predominant normal flora on human skin, supports the pdrn¿s suggestion that there was a breach in aseptic technique. The liberty select cycler user¿s manual instructs the patient to follow aseptic technique. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was seen at the pd clinic for a routine visit. The patient did not report the call to technical support for the patient line blocked message to the pdrn. During the visit it was noted that the patient¿s pd effluent appeared slightly hazy. The patient did not exhibit any additional signs or symptoms. A pd effluent culture was obtained, and the patient was administered empirical antibiotics with intraperitoneal (ip) vancomycin and fortaz (dose, frequency, and duration not provided). The pdrn questioned the patient regarding the hazy effluent and the patient reported the call that was made to technical support. The patient reported resetting up with new supplies to continue treatment. The pd effluent culture resulted positive for staphylococcus epidermidis with a low white cell count (value not provided). The patient was diagnosed with peritonitis and the antibiotics were adjusted. The fortaz was discontinued and the vancomycin continued (dose, frequency, and duration not provided). The patient did not require hospitalization for the event. Although not confirmed, the pdrn stated the peritonitis could have been caused by a breach in aseptic technique when the patient was required to set up with new supplies in order to complete treatment after the patient line blocked message not clearing. The patient is continuing pd therapy utilizing the liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.